Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia, and loss of consciousness treated with glucose/carb intake. The customer stated that the pump injected insulin continuously, emptying the reservoir without any trace of it in the pump. There is no alert or alarm in the pump to justify the events. The customer reported a blood glucose value of 35 mg/dl. The event involved product(s) mmt-326a. Troubleshooting was not performed. The pump plunger was visibly lowered at the time of observation, and the reservoir was empty. The customer had an over-delivery. It was unknown whether the customer was using the pump within 48 hours before the event and whether the auto mode feature was active or not at the time of the event. No further patient complications were reported. Product return for mmt-326a is not expected.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: caller said that they had changed the catheter on (B)(6), 2025 at 6pm and alleged that on (B)(6), 2025, the pump emptied the reservoir into the customer. Caller said the pump indicated that there were 78 units in the reservoir even though it was actually empty. Customer ended up with a low blood glucose value and fainted at school. There was no loss of consciousness. Caller alleged over delivery. Customer was given glucose/carbohydrates at home. External service provider does not perform troubleshooting. Pump was used within 48 hours of the low. It was unknown if smartguard was used.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.